Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a healthcare professional from (B)(6) of peritonitis in a subject coincident with dianeal therapy for peritoneal dialysis (pd). It was not reported if pd therapy continued. On (B)(6) 2012, the patient had inadequate drainage from the pd catheter after "tossing" by a bus. One week later, the patient felt abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. On admission, a physical examination showed the whole abdomen was tender with bounce pain and inadequate drainage of the pd catheter. No diagnostic information was provided as the dialysate could not be collected. The patient had not yet recovered from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: information was received from the physician on (B)(4) 2012. It was reported that the patient underwent a "peritoneal dialysis catheter recovery position fixed surgery under a peritoneoscope." Beginning on (B)(6) 2012, the patient received remedial treatment for the peritonitis with levofloxacin (0.6mg static drop daily) until (B)(6) 2012. After treatment, the abdominal permeable drainage was unobstructed. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.